Event description:
On (B)(6) 2014 the patient reported to the clinic with discomfort of their implant bridge (tooth site #'s 11 and 12). The doctor reported that an abutment screw has fractured in the implant at site #11. The screw was removed and the implant site #11 remains implanted.

Manufacturer narrative:
Product associated with this event will not be returned; the fractured screw was discarded. Evidence of the fractured screw has been observed through provided radiographs. The device history review did not provide any indication of a manufacturing deviation that would contribute to this event.